Event description:
Right renal stenosis proximal stenosis with inferior take off. The stent was introduced into artery, where the guide disengaged and flipped the stent into the aorta, pulling the balloon and stent apart. This left the stent on the wire in the aorta. It took 30 minutes to snare the stent and retrieve the guide, sheath and stent. No injury to pt.